Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure in the stomach, the physician used two cook hemospray endoscopic hemostat. It was reported that the gas often runs out before the full 20 g can be delivered. A section of the device did not remain inside the patient¿s body. Hemostasis was achieved using an alternate modality. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.